Event description:
It was reported that a malfunction occurred on a customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised that they would receive a replacement pump with updated software, and they agreed to use multiple daily injections as backup therapy until the new pump arrived. Tandem technical support provided guidance on managing the replacement process, including instructions for placing the old pump in storage mode and returning it via ups, which the caller understood and acknowledged.